Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that it was a loose cable connection causing the display problem. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).